Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Date and name of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Are all post-op inflammation symptoms resolved after anti-infection medical treatment?

Event description:
It was reported that the patient underwent a suturing of left leg trauma on unknown date and the suture was used. The patient experienced post-op inflammation with erythema and pain on the wound. Anti-infection and dressing change were given to the patient. Then the patient's condition changed better. Additional information has been requested.